Event description:
It was reported that the patient experienced an infection coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized for the infection. The treatment was not reported. The outcome of the infection was not reported. Additional information was requested, but was not available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The sample was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.